Event description:
It was reported that the customer experienced sensor reading discrepancies. It was stated that the sensor was reading low during the night and the insulin pump went into threshold suspend and the customer woke up with high blood glucose of 600 mg/dl. Customer treated with 10 insulin units of manual injection. Blood glucose value prior to troubleshoot was 507 mg/dl; most recent value was 300 mg/dl. It was reported that the customer started the sensor late and this is why the sensors were expired. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.